Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to the procedure, the stitching device was difficult to unload and the needle was hard to disengage. It was also noted that the port had a damaged/disengaged seal. There was no patient involvement.